Manufacturer narrative:
Additional information was obtained from the end user: they start out on the floor to get into the chair and turn on the chair before getting into it. Therefore, one possible cause of the chair moving toward the user while transferring into it is that the user accidently touched the joystick. The joystick was returned for evaluation, but subsequent testing could not verify the complaint of unintended movement. The joystick did not drive on its own when tested. However, there was liquid ingress corrosion present on the pcb and j2 connection to the inductive, which could have also caused the reported fault. Additionally, there was liquid ingress corrosion on the inside of the lower case, inside the remote power phonojack, and on the pcb at the battery, q9, u13, and u12. The joystick was missing the cable connector clip, sd slot cover, and the inductive knob and skirt, and the back left corner of the case next to mono port 1-2 was damaged, which could have potentially allowed the liquid to enter the joystick. As there was a malfunction with the joystick that had the potential to cause the chair to drive on its own, not due to the end user accidentally touching the joystick during transfer, there is a potential for serious injury/death to occur. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the user was on the floor and the chair started moving toward him while on the floor.